Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 2018. Lens remains implanted. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instruction's and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zct150 intraocular lens was implanted on (B)(6) 2016 into the right eye of a female patient. Reportedly, the patient complains that after a yag (yttrium aluminium garnet) capsulotomy was performed a few weeks ago, she has more glare than before. The account commented that the symptoms significantly affect the patient's ability to perform daily activities. No additional medical or surgical procedures are planned or performed besides the initial yag procedure. No further information was provided.